Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/24/2015.

Manufacturer narrative:
Supplemental #01. (B)(4).

Event description:
Client reported to ca: after firing of device, the device could not be opened any more. The device stayed connected with coecalpolon how the damage was treated/corrected. 16. Was the damage irreversible? 17. Was there blood loss of 500cc or more due to the product problem? 18. Did any additional blood loss resulting from this product problem require a blood transfusion? 19. Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?). Additional information received: procedure appendectomy: after firing the magazine could not be opened anymore. Surgeon (dr.(B)(6)) did set and fired new magazine parallel at zoecum and, so he could remove magazine. No change of procedure necessary. No injury of patient, no extension of incision or surgery time. No loss or damage of tissue, no part fell into cavity, no reinforcement material used. Patient is fine at moment. Client keeps instruments till the patient can be discharged from hospital without further problems. Then he will hand out instruments for examination to sales rep.